Manufacturer narrative:
(B)(4), 2011. A response from the manufacturer is pending. (B)(4), 2011. Since the device was not returned, the patient files from the programmer were reviewed. The files did not confirm the reported event; no trace of noise episode was observed. Device was not returned.

Manufacturer narrative:
(B)(4) 2011: a response from the manufacturer is pending. Device was not returned.

Event description:
During a generator change, this pacemaker was connected to the existing intermedics lead and extreme hyperpolarization was noted with ventricular oversensing which was greater than the 150 ms post ventricular pacing refractory period. The oversensing was inhibiting appropriate pacing. The physician wanted to program the device to "voor" to eliminate any noise and oversensing, but since this model does not offer rate response in "voo", a st. Jude device was implanted.

Event description:
During a generator change, this pacemaker was connected to the existing intermedics lead and extreme hyperpolarization was noted with ventricular oversensing which was greater than the 150 ms post ventricular pacing refractory period. The oversensing was inhibiting appropriate pacing. The physician wanted to program the device to voo to eliminate any noise and oversensing but since this model does not offer rate response in voo, a st. Jude device was implanted.